Manufacturer narrative:
Concomitant devices: 2579780 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t 2600527 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t 2654467 02-010-03-0235 - logic cr femoral cem, left, sz 3.5 2654492 02-010-03-0335 - logic cr femoral cem, right, sz 3.5 2712866 200-03-32 - one peg patella 32mm 2712871 200-03-32 - one peg patella 32mm the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 130 months after a left total knee replacement procedure, the patient may require a future revision procedure for polyethylene wear. The patient has reported pain, swelling, and stiffness. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Date of event is unknown. Explant date is unknown. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported could have been the result of instability, prosthesis wear, and/or due to the inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over 10 years, which could have contributed to the reported wear. However, this cannot be confirmed, and potential contributions of user or patient-related considerations could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.